Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected the noise was due to ra lead abrasion, however, no anomalies were visually observed. Provocative testing was performed and the noise was unable to be reproduced. The ra lead was capped and replaced during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).